Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the ins battery depleted faster than it did before. It was occurring daily and there was no trauma/fall related to the issue. The patient was going to follow-up with their health care professional (hcp) to determine if the recharging interval and the ins battery depletion were consistent with current programming. The patient did increase 1/10 of a point on (B)(6) 2015. The patient charged every day. Additional information received a day later from the company representative and health care professional (hcp) reported the battery was not holding a charge. The patient recharged to 75% and they claimed it would go to 25% within 24 hours. The patient was monitoring his charge level which led to the event. The patient had been asked to charge to 100% and let the clinician know when it would get to 25%. If it appeared to deplete too quickly the patient was going to come to the clinic and the hcp would check the impedances and generate a plan of action. The issue was not resolved at the time of report. No surgical intervention was planned. Additional information received from a consumer reported they wanted to resolve the longer charge duration because they were going out of town. When the patient would start his charge sessions every night it would show 75% and it only took 20 minutes to "top it off". Starting on (B)(6) 2015 the patient woke up and it was down to 25% charge left in his ins so the patient charged to 75% with 8 black coupling boxes. The day after it was again at 25% and it took 2-3 hours and he got to 75%. On the day of report it was 25% and they had been charging since 6:30am and it was still blinking between 75% and full. The patient programmer (pp) showed 100%. The patient had fallen the day before the patient went in for his quarterly checkup. They checked the system and everything was working fine. The hcp had not made any programmer changes. They had fallen on (B)(6) 2015 and the checkup was on (B)(6) 2015 at the hcp's office. One day later it was further reported from the company representative that the charge was dropping down quicker than before. The patient had been reprogrammed or switched to a new group recently. The patient hadn't had the need to increase parameters recently. Therapy impedance was check and the value on the right side was 272 ohms. Recharge statistics were documented from the implantable neurostimulator recharger (insr). They were very short sessions that occurred and about 5 sessions on the (B)(6) 2015. When they changed from group b to group a that was when the patient noticed the recharging change. The therapy on the group b worked well for the patient and they wanted to go back to that group anyways. Group b used c/9. The patient had some minor issues/tremble at the arm location. Additional information received from the patient on (B)(6) 2015 reported they were unsure of the circumstances that led to the ins depleting quicker than normal. They thought it was a charge from program b to program a for ten days. A step taken to resolve the ins depleting quicker included the patient changing back to program b. It would take 1 hour to charge now versus 20 minutes before the problem when it took hours to charge from 50 to 100%. The battery depletion was the same as before the incident.